Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). Rep called with patient today at the healthcare provider (hcp) office. Pt reported to rep yesterday that they fell about 3 months ago. Rep ran impedances today and reported the following: connectivity check: ok, impedances saw some shorts. Rep tried testing in various positions: sitting: all ok, but 730-800 ohms, laying down: 680-730 ohms, standing: 190 ohms was seen once, but rep didn't see it again. Connectivity remains green, there is no therapy issues to report, recharging interval has not changed for pt who charges every 2 days. Technical services (ts) reviewed that what the values are for normal and short (low) impedances and at this time they do not seem to be consistent. Reviewed it is standard to see some changes with different positions. Continue to monitor, maintain a copy of the impedances today in pt's record for future comparison, if needed. Pt is looking for a new managing hcp.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.